Event description:
I had essure done in (B)(6) of 2013. I went to a new doctor to have an endometrial ablation performed due to heavy and long menstrual periods and she recommended getting essure to prevent getting pregnant. In spring of 2014 I started having pelvic and abdominal pain and extreme fatigue. I went to my family doctor and had blood work done. All blood tests came back normal. The pain and fatigue continue to worsen and we couldn't figure out why. In (B)(6) of 2015 I again had an appointment with my family doctor for worsening pelvic and abdominal pain, muscle burning and fatigue. I had more blood work, a CT scan and an ultrasound. Everything came back normal, but I did have 2 uti's. Prior to essure I've had less than 3 uti's in my entire life. I went to a gastroenterologist for same symptoms. I had a colonoscopy and upper endoscopy which all came back normal. I then went to a rheumatologist who prescribed an anti inflammatory. Last week I saw a fertility specialist and am getting the essure removed within a month. I am not suer yet if I need a hysterectomy or just he essure and tubes removed. I am certain that essure has affected my quality of life since I had it implanted. My fatigue, body pains and brain fog have been life changing for the worse. It has also affected my job performance and I support my family with my job. I have spent so much time and money trying to figure out what was wrong with me. I am depressed. I used to be very active and exercised 6 times a week doing running, weight lifting, hiking and bikram yoga. Now I can barely get out of bed, I hope that essure has not ruined my life and my symptoms will improve one it is removed.